Event description:
Per the physician, the patient was explanted due to a continuous necrosis of the flap tissue. The patient was explanted in 2009. Reimplantation is planned, but had not taken place at the time of this report.